Event description:
Bayer case number: (B)(4) increasingly intense pain [pelvic pain female] , joint pain [joint pain] , muscle pain [muscle pain] , tendinitis [tendinitis] , chronic fatigue [chronic fatigue] , sleep disorder [sleep disorder] , headaches [headache] , abnormal hair loss [hair loss] , burning sensation in the legs [burning leg], itching all over [itching all over] , rotator cuff surgery on both shoulders [rotator cuff repair]. Case narrative: the below report was received by health authority ansm (reference number: (B)(4) on 11-feb-2026. This spontaneous case was originally reported by a consumer and describes the occurrence of pelvic pain ("increasingly intense pain") in a 39-year-old female patient who had essure (ess205) inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2007, the patient had essure (ess205) inserted. On unknown date she experienced pelvic pain (seriousness criterion intervention required), arthralgia ("joint pain"), myalgia ("muscle pain"), tendonitis ("tendinitis"), fatigue ("chronic fatigue"), sleep disorder ("sleep disorder"), headache ("headaches"), alopecia ("abnormal hair loss"), burning sensation ("burning sensation in the legs") and pruritus ("itching all over") and underwent rotator cuff repair ("rotator cuff surgery on both shoulders "). The patient was treated with surgery (to remove essure). Essure (ess205) was removed on (B)(6) 2026. At the time of the report, the pelvic pain and tendonitis had not resolved. The outcomes for arthralgia, myalgia, fatigue, sleep disorder, headache, alopecia, burning sensation, pruritus and rotator cuff repair were unknown. No causality assessment was received for essure (ess205) with regard to arthralgia, alopecia, rotator cuff repair, pelvic pain, myalgia, tendonitis, fatigue, sleep disorder, headache, burning sensation or pruritus. The reporter commented: period of onset: october 2007-january 2026. Patient's current status: increasingly intense pain rotator cuff surgery on both shoulders following repeated tendinitis. Case comments: based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.

Manufacturer narrative:
Bayer case number: (B)(4). Increasingly intense pain [pelvic pain female], joint pain, muscle pain, tendinitis, chronic fatigue, sleep disorder, headaches, abnormal hair loss, burning sensation in the legs, itching all over, rotator cuff surgery on both shoulders [rotator cuff repair]. Case narrative: the below report was received by health authority ansm (reference number: (B)(4)) on 11-feb-2026. The most recent information was received on 19-feb-2026. This spontaneous case was originally reported by a consumer and describes the occurrence of pelvic pain ("increasingly intense pain") in a 39 year-old female patient who had essure (ess205) inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2007, the patient had essure (ess205) inserted. Essure (ess205) was removed on (B)(6) 2026. On unknown date she experienced pelvic pain (seriousness criterion intervention required), arthralgia ("joint pain"), myalgia ("muscle pain"), tendonitis ("tendinitis"), fatigue ("chronic fatigue"), sleep disorder ("sleep disorder"), headache ("headaches"), alopecia ("abnormal hair loss"), burning sensation ("burning sensation in the legs") and pruritus ("itching all over") and underwent rotator cuff repair ("rotator cuff surgery on both shoulders"). The patient was treated with surgery (to remove essure). At the time of the report, the pelvic pain and tendonitis had not resolved. The outcomes for arthralgia, myalgia, fatigue, sleep disorder, headache, alopecia, burning sensation, pruritus and rotator cuff repair were unknown. No causality assessment was received for essure (ess205) with regard to arthralgia, alopecia, rotator cuff repair, pelvic pain, myalgia, tendonitis, fatigue, sleep disorder, headache, burning sensation or pruritus. The reporter commented: period of onset: (B)(6) 2007-(B)(6) 2026. Patient's current status: increasingly intense pain rotator cuff surgery on both shoulders following repeated tendinitis. Quality-safety evaluation of ptc: for essure (ess205): no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly; no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 19-feb-2026: quality safety evaluation of product technical complaint. Case comments: based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.